Event description:
During routine testing of the device, the user reported a water leak at the cardioplegia pump outlet. No other details regarding the nature of the event were provided. Since the event occurred during routine testing, there was no pt involvement during this event.

Manufacturer narrative:
Evaluation in progress, but not yet concluded.